Event description:
This is an non-us event. The event occurred in (B)(4). The consumer stated that her tampon contained two pledgets. She stated that after insertion of her tampon, she experienced discomfort. Upon removal, she noticed the tampon contained two pledgets. She indicated this was the second occurrence.

Manufacturer narrative:
Product samples were not returned; therefore a product evaluation was not possible. Failure mode was not confirmed. A document and records review was performed of the reported lots. Documentation assessed included: manufacturing, micro, qa audit, operator entry, operator and production line logs, raw material, finished product testing and device history records. The review of the DHR's and operator production line log (records) indicate the potential for a correlation to the reported complaint, though the specific root cause of the complaint could not be determined.